Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implantable pump. The indication for use was unknown. It was reported the patient's pump system was removed, on (B)(6) 2021 due to an infection. Additional information received from a healthcare provider reported the patient developed an abscess at pump site 1 month after pocket revision.